Manufacturer narrative:
Device is not expected to be returned. The investigation is currently in progress.

Event description:
It was reported that the balloon would not deflate for 20 minutes. There was no patient injury reported.